Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies followed by a loss of sound perception. The pt was seen by a co rep for device eval. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing performed confirmed that the pt's device was not functional. Surgery will be scheduled.